Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a display and vibrator anomaly from the insulin pump. The customer stated that moisture can be seen in the reservoir compartment. The customer was advised to change the battery, but the anomaly still persists. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to moisture on the force sensor. Unable to conduct the prime, occlusion or excessive no delivery tests due to the motor error alarms. The motor was tested outside of the device and it passed. The pump was received with a broken wire on the vibrator motor. No moisture damage was noted on the electronic assembly or motor assembly. No display anomaly was noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.